Manufacturer narrative:
Pending evaluation. Concomitant devices: acetabular liner (cat# 138-32-51); femoral stem (cat# 164-01-10); femoral head (cat# 170-32-03).

Event description:
As reported, approximately 3.5 years post op the initial left tha, this patient was revised due to tantalum particulate debris third body wear of gxl poly. This (B)(6)y/o (B)(6)lb, 5¿3¿ female has a history of avascular necrosis, hypertension, and lupus. Devices will not return. All available information has been received at this time.

Manufacturer narrative:
The evaluation noted that the reason for the revision reported was likely the result of the orientation of the acetabular cup, edge loading/impingement, patient conditions, or a combination of the three, which led to polyethylene wear. However, this cannot be confirmed as the explants were not available for evaluation. Concomitant devices: - integrip cc, cluster 48mm, g1 (cat# 186-01-48, sn: (B)(4) ). - femoral stem (cat# 164-01-10, sn: (B)(4) ). - femoral head (cat# 170-32-03, sn: (B)(4) )).

Manufacturer narrative:
The evaluation noted that the reason for the revision reported was likely the result of the orientation of the acetabular cup, edge loading/impingement, patient conditions, or a combination of the three, which led to polyethylene wear. However, this cannot be confirmed as the explants were not available for evaluation. Concomitant devices: acetabular liner (cat# 138-32-51, sn: (B)(4). Femoral stem (cat# 164-01-10, sn: (B)(4). Femoral head (cat# 170-32-03, sn: (B)(4).